Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt, as well as a dent on the bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection confirmed disturbed wirebonds at the digital and analog chips. The residual gas analysis result was above the limit for nitrogen, indicating a non-hermatic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wirebonds at the analog and digital chips, which prevented the device from achieving lock. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.